Manufacturer narrative:
(B)(4). Visual inspection of the returned components identified that the drill is seized in the cut guide. The drill is dull so accurate dimensional analysis on the diameter cannot be performed. The hardness of both components was conforming to print specifications. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the cut guide or drill. Both the drill and the guide were manufactured in 2005 and have an approximate field life of nearly 10 years. The intended use and frequency of use for this drill can lead to drill bending, wearing, or dulling. The instrument provisional use and care package insert indicates that instruments should be inspected prior to use and should not be used if damage or wear is noted that may compromise the device. The issue appears to be related to normal wear and tear from usage and not a significant design or manufacturing issue. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the peg drill became stuck in the cutting/sizing guide block.

Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros.

Event description:
No further event information available at the time of this report.